Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker identified the battery pin connection in the back of the battery well was loose. The rear case was replaced to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.